Manufacturer narrative:
In previous report section b5 captured incorrectly, and it is corrected in this report. The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged visualization of particles in device. There was no report of serious or permanent harm or injury. The device was returned to a third-party service center. The technician confirmed no particles in the air path during the device evaluation. During the evaluation, dust was observed. The third-party service center concludes that they couldn't confirm the customer's allegation. The device was corrected. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In this report in box h device problem code grid updated and evaluation results code grid and conclusion code grid are corrected in this report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged visualization of particles in device. There was no report of serious or permanent harm or injury. The device was returned to a third-party service center. The technician confirmed no particles in the air path during the device evaluation. The third-party service center concludes that they couldn't confirm the customer's allegation. The device was corrected. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.